Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. ¿ did both reservoir bulbs share the same lot number (j2304268)?=>yes. There were no adverse consequences to the patient. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. No product available for return. Note: events reported via: mw# 2210968-2023-09760 . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on 24-nov-2023 and a reservoir was used. In the ward, the reservoir drain cap opened even after the surgeon tried to close it at the bedside. The product was used on subcutaneous. No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: 'no sample will be returned'. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample of complaint lot were checked and found satisfactory. A per standard practice, 100% visual inspection was carried out, visually before and after packing of finished goods, prior to the product release. Also, 100% functional test was performed. There was no scope to miss such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.